Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous, moderately calcified distal left circumflex (lcx). The lesion was predilated with an 2.5x15mm non-bsc balloon. The physician attempted to place a 2.75x16mm liberte stent, but was unable to cross the lesion. Upon removal, damage to the proximal stent was noted. The procedure was completed with a non-bsc stent. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).